Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging core was coiled, the imaging window detached, and the sheath kinked. The imaging window was not returned for analysis. Media provided by the site showed evidence of the reported image issue.

Event description:
Reportable based on device analysis completed on 27dec2023. It was reported that visualization issues occurred. The 90% stenosed, 38 x 3.00 mm target lesion was located in the severely tortuous and severely left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion but during the procedure, the catheter was kinked and could not show the image. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable. However, device analysis revealed that the imaging window was detached.